Event description:
The pt woke up with withdrawal symptoms of vomiting and sweating. The pt went to the hospital and did not respond to anti-nausea medications. The physician programmed a medication increase and a bolus; the pt began to feel better. The pt was admitted to the hospital for a week due to pancreatitis. It was stated that a "nerve was knicked at implant" and had caused the pt to have retrograde ejaculation and "burning in his thigh. It was also stated that the pump does work to control the pt's pain. The pt's wife was told that the pump malfunctioned. The pt was seeking a second opinion.

Manufacturer narrative:
(B)(4) retrograde ejaculation. (B)(4).